Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in a common femoral artery (cfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6fr. Reportedly, a suture break occurred during "needle pull". An additional proglide device was used for successful suture placement using the preclose technique. The sheath was upsized to 18fr and the aaa procedure was completed. Hemostasis was achieved using the pre-placed proglide suture. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The suture break was unable to be confirmed as all the device components were not returned. The investigation was unable to determine a conclusive cause for the suture break; however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. Two additional proglide devices were used for successful suture placement using the preclose technique. No additional information was provided.